Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, confirming it was under warranty. The customer was instructed to use multiple daily injections as backup therapy.